Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose was 395mg/dl. The customer was assisted with troubleshooting. Advised customer to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. Customer stated they tried all remedies and was now out of supplies due to multiple change outs. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to force sensor. Unable to verify no delivery/occlusion alarm due to critical pump error alarm.